Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, t1 t2 in the ultra fast-fix assembly - curved were deployed, but it was found that the suture was broken. The procedure was successfully completed using a back-up device. Both of the ts were removed and a delay of 30 minutes or less was reported. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned without t1 and t2 anchors or suture. The device has been actuated. The needle appears to be bent more than manufacturer intended. A functional evaluation revealed the device actuated as intended with no hesitation. A review of the customer provided image reveals the device has been actuated and that t1 and t2 are not attached to the device. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, t1 and t2 in the ultra fast-fix were deployed, but it was found that the suture was broken. The procedure was successfully completed using a back-up device. Both of the ts were removed from the patient and non-significant surgical delay was reported. No other complications were reported.